Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 420 mg/dl. The customer was treated with insulin drip for high blood glucose. Customer states insulin was quitting out during the manual prime process. Customer states they were receiving compromised force sensor system alarm. Customer states the rewind message occurred after an alarm. The customer stated that the pump may gave rewind message after battery out limit alert. The drive support cap appears normal. The customer stated that the after pressing the act button it starts giving compromised force sensor system alarm again. The device will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm compromised force sensor system alarm due to motor error alarm.